Manufacturer narrative:
Evaluated the drill per the manufacturing specifications in xpi-ns em210 rev b (evaluation performed at medtronic (B)(4)). Unit passed all specifications.

Event description:
It was reported that during a scheduled anterior cervical procedure a powered handpiece was being used. When the selected attachment was being attached to the handpiece, the surgeon touched the finger control, in the air to test the motor and he felt a shock. He threw the drill down, pulled back his glove on his left hand, and found a superficial red mark on his pointer finger, top of knuckle that disappeared quickly. There were no burns on/through the glove. There was no delay of surgery. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records were returned to the manufacturer for evaluation. The customer reports the device was recently shipped, but has not been received by the manufacturer. The report is inconclusive as to the cause of the reported product problem. If the device is returned in the future, product analysis may be performed. The device has not been returned since initial distribution. The legend stylus touch is a powered microdebrider, drill and saw system that will remove soft tissue, hard tissue and bone during surgical procedures. The system consists of a power control console, footpedal, connection cables and assorted handpieces to drive various burs, blades, drills, rasps, cannulae and saws. It includes integrated irrigation pumps for irrigation of blades, burs and for motor coolant.